Event description:
It was reported that the customer received an altitude alarm right after loading a new cartridge. Prior to receiving the alarm, the customer's blood glucose level was 600 mg/dl. The customer removed and reinstalled the cartridge. There was temporary delay in clearing the alarm and resuming insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.